Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate stored episodes from this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts discussed that the stored episode was the result of af over-sensing. Additionally, there was evidence of variable r-wave measurements in previous events. Ts recommended evaluating the s-ICD in-clinic and also provided potential programming options. There was no evidence of inappropriate therapy and/or impact to patient health. Recently, a review of remote monitoring data showed a recent episode of inappropriate charging due to over-sensed noise. The shock was diverted prior to discharging and no inappropriate therapy was delivered. In-clinic troubleshooting was performed and the noise reproducible and consistent with myopotential artifacts. The patient was sent home with device therapies turned off pending a system revision procedure. During the surgical extraction, the physician discovered that the lateral tunnel appeared to be in the intra-thoracic space, and the patient is on a blood thinner. Therefore, the physician did not want to extract the electrode due to the risk of bleeding and inquired to ts about capping the lead. However, ts discussed this would be considered off-label use and recommended extracting the old electrode. The electrode was then explanted and replaced successfully despite the patient's condition. The device was also explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.